Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The distal conductor was extrinsically distorted due to kinking/buckling. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. Visual inspection found the conductor lightly distorted and guidewire coating adhered inside the lead with dried blood inside of the lead tip nose. According to the complaints, the dried blood is likely related to the complaint that the guidewire could not track down the tip of the lead.

Event description:
It was reported that physician had difficulty getting the lead to the desired location in the coronary sinus and the lead kept "coming out". Then the guidewire could no longer pass through the tip of the lead. The physician requested a different lead. The new lead could not track down the guidewire all the way to the desired location even after multiple attempts. The physician ultimately implanted an rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.